Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product complaint evaluation was confirmed as the tasp was returned and was fractured. Visual inspection of the returned tasp exhibits signs of repeated use and the post feature has fractured off. All pieces are returned. The part was manufactured on aug 2015 with a potential field life of two (2) year and two (2) months an unknown frequency of use. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are damaged or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.